Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive up button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit alarm due to unresponsive button. No unexpected numbers ramping, scrolling during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 76 mg/dl. The customer reported that the none of the buttons work on the insulin pump and noticed scrolling consistently up. It was reported that they had battery out limit. The customer reported that they took out the battery of the pump to help the buttons respond, but that didn't help and it was only out for a little while like two minutes. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.